Event description:
Procedure type: hernia. According to the reporter: the instrument balloon broke. No patient injury reported. Additional information not available at this time.

Manufacturer narrative:
(B)(4).